Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from instrument channel outlet and instrument channel of the subject device tested (B)(6) for escherichia coli.. The user facility did not provide other detailed information such as the number of escherichia coli.. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 or oer-4 (not available in the USA). There was no report of infection associated with this report.